Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band and drawer board had failed which drawer 5 rows d and e to be not detected on bus. A field service engineer removed and replaced retractor band and drawer board. Fse also replaced old style inseparable and verified no error on display after booting up. Station passed in hardware test application, fse performed preventative maintenance and passed inspection/calibration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 pocket e1 and e5 were failed to recover and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.